Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post sensed t-wave oversensing on the pacemaker (pm). No intervention was reported. The patient was stable throughout.